Event description:
Cardioquip service was notified via email by the customer that they would like to have the device's water tested for potential contamination while at cardioquip for a depot repair. Based on the results of the water sample, cq director of operations and epidemiologist recommended that the device receive an internal water pathway replacement.

Manufacturer narrative:
While the device was at cardioquip for repair, the customer requested that their device be tested for potential contamination. The device was then tested, and cfu counts exceeded the acceptance criteria set by cardioquip. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria. The device was inspected and is fully functional.